Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test or self test due to unresponsive keypad. Device received with no battery cap, therefore cannot determine if battery cap is cracked or damaged. Device received was properly tested using a test battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated insulin pump was broken and there was cracked at the battery compartment with moisture damaged. Customer stated buttons were not working completely. Customer stated numbers were not ramping, scroll bar was not moving. Customer stated there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.